Event description:
Consumer e-mail stated that the brushes sit on the hand piece really loosely and, as a result, regularly slip off during brushing. No injury was reported.

Manufacturer narrative:
(B)(6)2021 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mail stated that the brushes sit on the hand piece really loosely and, as a result, regularly slip off during brushing. No injury was reported.